Event description:
The customer reported that fluoroing, the image field goes black.

Manufacturer narrative:
(B) (4). The ge service rep found overload faults in the error log just before event. He cleaned the hv cables and tested - pass. No more arcing / overload faults. He also found communication connections pins for arcnet pushing back when inserting interconnect cable. He reset pins and tested multiple times. Pins now stay in place. He ran a filament calibration to verify x-ray system stability- pass/completed. He ran generator and workstation diagnostics - pass. The system is functioning as intended.